Manufacturer narrative:
The device has been rec'd for evaluation; however, device evaluation is not yet complete. A f/u MDR will be filed.

Event description:
Rec'd info regarding a cartridge alarm 19 during basal delivery. There is no reported impact to customer' blood glucose level.